Manufacturer narrative:
B5: the quantity of alleged bags was updated to six (6). H4: the lot was manufactured between october 26, 2023 and october 27, 2023. H11: six (6) actual samples and a video were provided for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition; however, visual inspection of the video identified port leaks at the spike port bonding area. Functional leak testing on the actual samples was performed and a leak was identified from the spike port bonding areas on all samples. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) exactamix 250 ml eva tpn bags leaked at the port seal during setup. There was no patient involvement. No additional information is available.